Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal lioresal 500 mcg/ml at a dose of 241.13 mcg/ml via an implantable pump. It was reported that the patient was sick and went to the emergency room (ER). There were no known external factors. No diagnostics/troubleshooting were performed. Actions/interventions taken included the pump was turned to minimum rate. It was unknown if the issue was resolved at the tie of the report. Per one hcp, the patient was seen at the ER on (B)(6) 2025 with limb twitching. The pump had been checked the prior weekend and was functioning appropriately. A computed tomography (CT) of the abdomen showed the catheter intact without kinks. A volvulus was noted, likely contributing to pain and increased tone. The patient was treated with valium, discharged back to her living quarters, and declined surgical evaluation. On (B)(6) 2025 the patient was taken to the ER. Her home nurse reported new auditory hallucinations that began the prior day. At the ER, the nurse practitioner (np) reported CT findings concerning for catheter disconnection from the pump. The patient was also treated with oral baclofen. Another hcp, who had previously replaced the pump, was contacted for further management. The rep was called to the ER around 5:00 pm and spoke with the ER physician, the np, and another doctor. Per the doctor's recommendation, the pump was set to minimum rate. The rep offered the ER team and admitting physician the option to perform a dye study or catheter access study at bedside. Both declined and deferred further evaluation to another. The ER physician made the decision to admit the patient and treat for baclofen toxicity.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 13-sep-2019, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative reporting that the healthcare provider looked at the CT scan and does not see where the catheter looks disconnected as the radiologist saw. The patient has been managed with oral baclofen but reports to their healthcare provider that it was not as effective as the intrathecal baclofen has been for her. Since the patient still wants to use the pump, patients healthcare provider was referring the patient to a different healthcare provider to evaluate. Nothing had been scheduled at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.